Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The allegations made against the device in the field could not be confirmed through analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient was admitted to the hospital after receiving multiple shocks for ventricular tachycardia which had exhausted therapy in the device. Upon review of the episode, two of the shocks exhibited high out of range shock impedance measurements of greater than 125 ohms. The device also exhibited code 1005 which is indicative of a device shocking into an open circuit. Surgical intervention was performed and the dried blood was noted in the header of the device. The device was explanted and replaced. No additional adverse patient effects were reported.